Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist confirmed that this is a case of implant non-osseointegration, but said that she does not have further information about the case, as well as the lot number. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented bone type ii.